Event description:
It was reported that during a coronary drug-eluting stenting (des) treatment procedure, stent dislodgment occurred. Previously, the patient had four to five stents implanted in the right coronary artery (rca). During this procedure the physician successfully placed a 2.75x12mm taxus liberte (des) in an unspecified lesion. He proceeded to advance a 2.75x8mm taxus liberte des to the target lesion in the severely tortuous proximal to mid rca. The location was at an inferior takeoff with a "shepard's crook" course. The stent delivery system entered the patient twice and the stent dislodged in an unintended vessel location. The stent did not migrate in the body. The physician was able to wire and deploy the stent; however, it was not deployed in the target lesion. Next, a non-bsc stent was advanced but it did not cross the target lesion. Therefore, the procedure was completed with angiography. No patient complications were reported. The patient's current condition is listed as "fine". Additional information was requested but was not available.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Should further relevant information become available, a supplemental medwatch report will be filed.